Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 19, 2017 that an ultraflex tracheobronchial uncovered proximal release stent was to be used to treat a malignant stricture due to lung cancer in the right superior division bronchus during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tight and was not dilated prior to stent placement. According to the complainant, during the procedure upon final deployment of the stent, it jumped proximally out of its position and was deployed in the right main bronchus instead of in the desired right superior division bronchus where the stricture was located. The physician removed the stent using forceps and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.